Event description:
The customer reported having an urgent care visit due to high blood glucose of 288mg/dl. Troubleshooting was performed, and the drive support cap appears to be normal. The time and date on the device were correct. The customer was unsure if the basal rates and bolus wizard settings were correct. Reviewed the alarm history and found an auto off and no delivery alarms. Assisted the caller to run a manual prime and the insulin did exit. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.